Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for staohylocoque coag negative (1cfu/endoscope) and bacilles (1cfu/endoscope). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [ (B)(6) 2018]. - staohylocoque coag negative (2cfu). [ (B)(6), 2019]. - pseudomonas fluorescens (1cfu) [ (B)(6), 2019]. - auxiliary channel: micrococcaceae (1cfu) [ (B)(6) 2019]. Staohylocoque coag negative (1cfu). [ (B)(6), 2019]. Pseudomonas (10cfu). [ (B)(6) 2019] . Instrument channel: staohylocoque coag negative, bacilles and micrococcaceae (7cfu). Suction channel: staohylocoque coag negative and micrococcaceae (2cfu). Air/water channel: micrococcaceae (4cfu). Auxiliary channel: bacilles and staohylocoque coag negative (16cfu). The device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.